Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 2:12 pm, the result from the meter was 2.1 inr. Less than 15 minutes later, the result from the laboratory was 1.6 inr. The laboratory method was not known. No therapeutic decisions were made using the meter result as this value was not believed to be accurate. There was no allegation of an adverse event. The therapeutic range was 2.5 - 3.0 inr. The customer stated he does not always apply sample within 15 seconds from the moment the sample is obtained. The customer did not have antiphospholipid antibodies, had no new medications, illnesses or abnormal bleeding or bruising. He confirmed having eaten more salad than normal. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results: qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The maximum difference between measurements was (B)(4). The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.